Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown quantity of infusion sets that had the reported issue. The patient reportedly experienced multiple infusion set cannula crimping incidents. These occurred on (B)(6) 2024, (B)(6) 2025, and twice on (B)(6) 2025. The insertion site was the abdomen. Each event happened three or more hours after the set was inserted. The infusion set had been in use for 3 days. The patient's blood glucose levels were approximately 400 mg/dl. Treatment was provided through multiple daily injections (mdi). No further information available.